Event description:
During mattress inspections conducted in accordance with vha safety alert: al24-01, 1 styrker isolibrium mattress was found to be compromised with a pinholes to mattress cover and staining on internal side of mattress cover. Mattresses was immediately removed from service and replaced.